Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites. The pump remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. In this case these factors may have also included the patient recurrent post-implant infection episodes and the progressive nature of the patient's underlying disease process. There are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that a patient was admitted from home to the intensive care unit with fever and chills. The event was not associated with any hvad alarms. The patient was noted to have a mean arterial pressure of 50mmhg and laboratory results included elevated white blood count (wbc) and lactate levels. The patient's medical team was concerned about the possibility of severe sepsis and drew cultures. The patient was treated with a saline bolus and was started on vancomycin and zosyn empirically. Blood cultures were positive for (B)(6); at which point the zosyn was discontinued. The source of the infection was reported to be unclear as the patient had no identified skin source, driveline (dl) exit site infection, pneumonia or urinary infection. A chest/abdomen/pelvis computerized tomography (CT) scan did not reveal a fluid collection or abscess. Transesophageal echocardiogram (tee) was negative for evidence of vegetation on the patient's valves and implantable cardioverter defibrillator (ICD) leads.  The patient continued to have positive blood cultures over the week. The medical team felt that is was likely bacterial seeding along his device. They discussed removing the device but felt that the risk was too high with no clear benefit. The patient was switching from vancomycin to ceftaroline and daptomycin combination therapy for the persistent positive blood cultures. Blood cultures finally became negative on (B)(6) 2016. The patient was discharged home on (B)(6) 2016 with a peripherally-inserted central catheter (PICC) line in place for the continued administration of daptomycin and ceftaroline. The event was reported to have been resolved on (B)(6) 2016. The primary investigator reported that the event was related to the patient's condition and to the hvad system and unrelated to the hvad procedure.